Event description:
The customer reported an e01 error code displayed on his olympus endoscope reprocessor while reprocessing his olympus evis lucera elite colonovideoscope. This event had no patient involvement. This report is being submitted to capture the colonovideoscope. For details related to the endoscope reprocessor, please see report with patient identifier (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's incorrect handling of the device. As the water filter had not been replaced since october 2019, for over three years, it determined that the suggested event occurred since the user did not enough understand the maintenance methods for the device. The instructions for use (operation manual) contains the following descriptions in section ¿7.2 replacing the water filter (maj-2318)¿: "replace the water filter periodically, at least once in one month to prevent contamination of the rinse water." It was determined that when complying with the contents described above, the suggested event can be prevented. Olympus will continue to monitor field performance for this device.